Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update (B)(6) 2017: pfs and medical records received. In addition to what was previously alleged, patient also alleges soreness, shifting, metallosis and patient's gait was not the same. After review of medical records for MDR reportability it was reported that the patient was revised to address high metal ions levels. It was reported the right hip has some catching, popping and clunking issues. Revision note reported metallosis and dark staining of the tissues around the hip socket. Metal ions were above 7. Updated part/lot information. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Jul 19, 2017: litigation received. Litigation alleges friction and wear that caused large amounts of toxic cobalt-chromium into plaintiff's blood, as a result, patient suffered pain, discomfort, and dislocation.